Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the pocket c6 in aux drawer 1.1 was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d medical device model # a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) found no failures on the station. The fse logged into the hardware test application (hta) and ran a functionality test on drawers 1.1 and 1.2, which showed no errors. The station was restarted. No repairs were required. The system functioned as intended after the field service engineer verified the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the pocket c6 in aux drawer 1.1 was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.